Event description:
Subsequent to the previously filed medwatch report, the hospital has been updated to (B)(6) hospital.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6)2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (b)96) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Although this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that during preparation, the protective sheath of the nc tenku rx 3.5 x 15 mm balloon dilatation catheter could not be removed. The device was not used and there was no patient involvement, therefore no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.